Event description:
The physician deployed angioseal; staff was not aware that there was an issue other than the device did not seal. There was no indication from the physician that the device had failed and there was a portion not returned. We held pressure for 20 minutes per usual post procedure if there is a failure to seal. No change in assessment of pulses. Patient was discharged per usual; did not return until 2 days post procedure.